Event description:
It was reported that the control module is loud upon powering the system on. There have been no pt consequences reported. The needle core biopsy needle is used to finish the ultrasound biopsy.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found worn pump mounts caused the noise. To correct this issue, the site replaced the pump mount screws, pump isolation mounts, four tender washers, and four flat washers. The site also replaced the u-handle due to it was bent, the vso was replaced due to it caused low vacuum swing, and the bezel was replaced due to it was cracked. As part of the standard service process, replaced the muffler, applied loctite to the foot/hand switch connector, applied epoxy to the power input module, and applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. As per the service manual, performed the dc motor adapter upgrade, replaced the internal vacuum tube connections with 90 degrees elbow, and shortened the length of the tubing assembly to 4.5". After servicing, the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.